Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose. The blood glucose level was 450 mg/dl at the time of incidence customer¿s current blood glucose was 350 mg/dl. Customer did not experienced the due to high blood glucose. Customer experienced difficulty in breathing. Customer stated that auto mode feature was unknown. Customer stated that they were currently in hospital for treatment for breathing issues. Customer stated that they were not feel okay to troubleshooting. Customer reported that the insulin pump will not be returned for analysis. The insulin pump will not be returned for analysis.